Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that everything was working fine until 2 - 3 weeks ago. The patient stated when they place the communicator over the pump the connection goes quickly to 90% but then it will hit 90% and it takes 10 - 15 minutes before it says the bolus was delivered. The agent reviewed the 90% delay information when requesting a bolus was expected. The patient stated she does get 12 bolus per day. The issue was not resolved. An email was sent to the repair department to replace the handset. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.